Event description:
Anchor was implanted properly, passed the sutures as normal, as the second suture was being tied a pop was heard, looked inside to the anchor and the anchor was in pieces. Additional information confirms that an arthrex 5.5 mm anchor was placed in the same location of the anchor that failed. The surgeon used the s+n threaded 5.5 awl to prep the site and threaded the anchor into place. The patient had soft bone and a bone avulsion at the site of the repair. Surgeon was noticed the anchor had broken at its proximal end. Most of the anchor was removed with a grasper and could not confirm that all pieces of the anchor were removed from the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the pieces of the broken anchor were returned for evaluation. Due to the condition of the anchor, no dimensional analysis could be performed. According to the complaint information, the site was prepped in accordance with the product IFU. (B)(4) of complaint data was analyzed for the failure mode of "anchor broke intra-operative". The resulting complaint rate demonstrated that the product is within a level of tolerable risk with respect to this failure mode.